Event description:
This is a report of a patient who had a system error 2240 (air in tubing) alarm on the homechoice (hc) device. At the time of the alarm, the patient was connected for a dwell cycle of peritoneal dialysis therapy. During troubleshooting, it was noted that the patient had incorrectly disconnected the heater bag, blown air into it, and then reconnected the bag to continue therapy. The power was cycled to clear the alarm and therapy was discontinued. Proper procedures were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting supplies is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. The guide has instructions on how to properly disconnect from the cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.